Manufacturer narrative:
The technician adjusted the brake casters to resolve the issue.

Event description:
The technician alleged the brake casters still roll while in brake mode if the stretcher is pushed. No pt impact.